Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for split distal tip and the cap was not put on. During the device analysis, the olympus service team indicates that a blown out rubber with exposed mesh was found. It was determined that the device needed to be replaced. There was no patient involvement.